Manufacturer narrative:
Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected e or a alarm anomalies noted. However, device received with stripped battery cap coin slot(p). Device received with cracked reservoir tube lip and cracked battery tube threads. Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected e or a alarm anomalies noted. However, device received with stripped battery cap coin slot(p). Device received with cracked reservoir tube lip and cracked battery tube threads. Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unknown error. Customer's blood glucose level was unknown. Customer also stated that the reservoir cap was unscrewed. It was also reported that the reservoir cap and battery cap was crack. The device will not be returned for analysis.